Event description:
It was reported that the patient presented to the emergency room with an unrelated virus. In-clinic interrogation revealed that the right ventricular lead exhibited high capture thresholds. The lead was removed and replaced. The patient was stable.